Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on b december 23, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). The returned sample was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The sample was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. A retention sample from the same product code and lot number combination was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, the v-cutter didn't work. The generator used was a covidien force fx with settings configured to macro and bipolar: 9¿10. The v-cutter was attempted to be repositioned to improve grounding, the issue persisted. This resulted in the procedure being changed to open vein harvest. There was a 2-hour delay in the continuing of the procedure. Procedure completed successfully. Unknown amount of blood loss.